Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (lad) artery. Following stent placement, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, following post-dilatation, difficulties in removing the device were encountered as there was severe friction with the non-bsc guide wire. The physician then removed the device together with the wire and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter with a .014¿ guidewire in the lumen of the catheter. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a kink at the exit notch. The inner shaft was buckled under the balloon distal of the proximal markerband. The balloon was bunched. An attempt to remove the guidewire was made; however, due to the damaged inner shaft the wire could not be removed. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was reportedly inflated over the rated burst pressure, which may have contributed to the confirmed catheter froze on the wire and the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (lad) artery. Following stent placement, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, following post-dilatation, difficulties in removing the device were encountered as there was severe friction with the non-bsc guide wire. The physician then removed the device together with the wire and the procedure was completed. No patient complications were reported and the patient's status was good.